Event description:
Bovie tip touched patient's skin after use and burned the skin 1- 1.5 inches from incision site. Burned was surgically removed and reapproximated. Two staples were used. The attending nurse stated the surgeon was cutting and coagulating for some time and stopped to talk. Pencil touch the drape and burned the patient.

Manufacturer narrative:
The active electrode instructions for use state the following: warning: keep active accessory away from the patient when not in use. An accessory holster may be used to hold active accessories safely.